Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 8361816, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that there was dirt in the catheter. Based off the provided photo the engineer was able to verify the reported failure mode. However, without a physical sample available for investigation a definitive root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that dark spots were found between the insyte 20ga x 1.16in catheter and needle during use. The following information was provided by the initial reporter, translated from spanish to english: "at the moment of performing the patient access, it was observed some dark spots between the needle and the catheter."

Manufacturer narrative:
(B)(6) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that dark spots were found between the insyte 20ga x 1.16in catheter and needle during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "at the moment of performing the patient access, it was observed some dark spots between the needle and the catheter"